Event description:
The customer reported one (1) patient had low total bilirubin (tbil) result generated on their dxc 600i clinical chemistry analyzer. The customer indicated same patient had suppressed results for total protein (tp), albumin (alb) and blood urea nitrogen (bun). The customer did not report the erroneous results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Customer provided tbil results for this patient.

Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman customer technical specialist (cts) and found grey residue on the sample syringe. The customer replaced the sample syringe to resolve the issue. Analyzer resumed normal operation. Pt information: information not provided by customer. The beckman coulter internal identifier is (B)(4).